Event description:
A report was received that a patient underwent a pocket revision procedure. The patient had lost a significant amount of weight and was experiencing discomfort at the pocket site. The weight loss was not device related. During the procedure, the ipg was electively replaced although it was functioning properly. The patient was reportedly doing well following the procedure.